Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left eye (os). The surgeon reports there was higher vault than expected, the surgeon implanted a smaller lens in the fellow eye based on this result but the patient is satisfied with the binocular vision. Lens remains implanted.

Manufacturer narrative:
(B)(4).